Manufacturer narrative:
Original MDR submission not accepted by web trader due to 2 digit state code issue (us country instead of ca country).

Event description:
The following has been reported: canadian demo pump. Error message comes up and they have tried to shut the pump completely down and restart however, the message continues to show up. Note: initial complaint received 02/09/2024, but without enough information to assess reportability. Logs obtained on (B)(6) 2024. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av sticky valve). An active infusion was not delayed (logs indicate an active infusion was delayed, but this is a demo pump). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.